Event description:
The customer returned the single use fiber to the service center for a separate issue. During the device analysis, the investigator indicates that the fiber was broken/damaged, likely due to stress or handling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was visually and functionally tested as the laser fiber was broken and damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.